Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. There was no report of patient injury.

Manufacturer narrative:
The patient identifier was not provided. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.